Manufacturer narrative:
PMA/510(k) #k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per customer email: we had another cook needle break during a case. We were able to retrieve the broken trip from the lung using biopsy forceps. Per mdip: an incident happened during an ebus procedure. Using a cook echotip procore needle there was some difficulty entering a node. The needle bent and was replaced with another cook needle. Both sheaths were set appropriately at 2.5. We were unable to enter the node with the second needle so an olympus 21g needle was used. The needle passed with ease. It was upon re-entering the lung that we discovered the tip from the second needle had broken off. We re-entered the patients lungs with a bronchoscope and were able to retrieve the needle using a biopsy forcep without any noted harm to patient at the time. We did not resume with the ebus procedure thereafter. No known harm was done to the patient.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #k160229. Device evaluation: 1 unit of lot c1860641 of echo-hd-22-ebus-o-c was returned opened in its original packaging lot c1860641 was returned to cirl under (B)(4). It should be noted that this file is related to another complaint file. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2022 2022 and a lab re-evaluation on (B)(6) 2022. A distal needle break was observed approx. 3cm from tip of the sheath the stylet was unable to insert fully. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1860641 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1860641. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to determine but could be attributed to a hard lesion causing the distal end of the needle to break on the puncture attempt as it was stated in the complaint description that ¿we were unable to enter the node with the second needle¿. This break would have caused the needle advancement/retraction difficulty and the stylet insertion difficulty observed during the lab evaluation. The curled piece of material at the distal needle break area looked to be a plastic material which could have entered this section if the jagged edge of the broken needle scrapped off a plastic material. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It was confirmed that the broken needle part was retrieved from the patient using a biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.